Event description:
Boston scientific cre fixed wire esophageal inflation device 18-20mm, part #m00558380, lot #26429757, used with boston scientific alliance inflation device, had the balloon pop once inflated to 3 atm/18 mm while attempting dilitation of esophageal stricture. FDA safety report ID # (B)(4).